Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting: customer confirmed that the device did not overheat and the steam that is produced when the device is activated is a normal operating condition. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that before the case the wand started smoking when it was activated. No patient was involved.